Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 5 seconds. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post procedure.